Event description:
On (B)(6) 2023, the patient underwent primary surgery with my shoulder planning and grs using a bone graft to correct glenoid retroversion. The construct was stable and the patient was doing well. During a follow-up visit, it was observed that the graft had resorbed, leading to glenoid loosening and the breakage of two polyaxial screws. On (B)(6) 2025, the implants were removed and replaced with a cement spacer to enable CT scan planning for a custom-made glenoid implant.

Manufacturer narrative:
Batch review performed on 23 september 2025: reverse shoulder system 04.01.0304 grs baseplate 24.5x30+3mm (k213459) lot: 2219484: (B)(4) items manufactured and released on 27-april-2023. Expiration date: 04-april-2028. No anomalies found related to the problem. To date, (B)(4) items from the same lot have been sold, with no similar reported event during the review period. Additional implants involved, batch review performed on 23 september 2025: reverse shoulder system 04.01.0163 glenoid polyaxial locking screw - l38 (k170452) lot: 2240236: (B)(4) items manufactured and released on 22-nov-2022. Expiration date: 06-nov-2027. No anomalies found related to the problem. To date, (B)(4) items from the same lot have been sold, with no similar reported event during the review period. Reverse shoulder system 04.01.0163 glenoid polyaxial locking screw - l38 (k170452) lot: 179107a: (B)(4) items manufactured and released on 22-feb-2023. Expiration date: 29-jan-2028. No anomalies found related to the problem. To date, all items from the same lot have been sold, with no similar reported event during the review period. Conclusion: based on the information available no definitive root cause can be established for this case, while the current analysis has not identified a systemic deficiency or potential manufacturing related cause.